Event description:
It was reported that during atrial tachycardia with rapid ventricular response, the patient received inappropriate shocks. The device was initially turned off and has since been explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658, lead, implanted: (B)(6) 2011. (B)(4).